Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient suffered a cerebral infarction due to the patient's congenital cerebral vascular disease, moyamoya disease. The patient received an urgent craniectomy for decompression purposes but suffered severe brain damage. The patient received conservative treatment and was discharged. The patient was later readmitted due to decreased urine output and, the next day, the patient died due to cardiac arrest as a result of electrolyte imbalance. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, including the reported moyamoya disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a cerebral infarction due to the patient's congenital cerebral vascular disease, moyamoya disease. The patient received an urgent craniectomy for decompression purposes but suffered severe brain damage. The patient received conservative treatment and was discharged. The patient was readmitted due to decreased urine output. The next day the patient deceased due to cardiac arrest as a result of electrolyte imbalance.